Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6), 2023. During the procedure, after the handle was rotated, there were two bands deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (additional patient identifier): (B)(6). Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2023. During the procedure, after the handle was rotated, there were two bands deployed at the same time. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1 (additional patient identifier):(B)(6) block e1 (initial reporter address 1): no. 659, yunan avenue, longzhouwan street block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned without any bands and was in good condition. The handle slot had evidence that the trip wire was secured. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing was in good condition with no bands attached, and the trip wire secured into handle slot. It is possible that the reported problem could have happened due to the technique used by the physician, if excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order; however, this was not seen on the device analysis as the device returned without any visual damage and a premature deployment could only be seen during the procedure and not during the device analysis. From the device analysis perspective, the device functionality was met since the ligator housing had no bands and no problems with the handle or ligator housing were found. Therefore, the most probable root cause of this complaint is no problem detected.